Event description:
Related manufacturer reference number: 3006705815-2023-03715. It was reported that patient experienced ineffective stimulation. X-rays were taken of both leads. One lead had migrated. The other lead was fractured, and lead diagnostics showed it also had high impedances. No falls were reported. Surgical intervention was undertaken wherein both leads were explanted and replaced. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.